Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 340-350 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and "consumed a lot of water" to address the issue and went to the emergency room with ketones; amount was not known. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, and "lactated ringers, potassium, calcium saline, and injections for insulin". Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended. The customer continued to use the pump for insulin therapy.